Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had sudden pain with their bladder described as "pain is coming from the private area and up to the implant site". This had occurred since sunday(B)(6) 2019. No falls or trauma were reported related to the issue. The patient did not have a managing physician but did report the issue to their primary care physician (pcp) and was asked for a urine sample. The patient declined assistance with the programmer over the phone. Additional information received on (B)(6) 2019 reported that the patient needed help with the controller and they did not know how to turn the ins system off. They also mentioned that they needed batteries for the remote and that it took 2 people to help them as they have cerebral palsy. The patient was to contact the manufacturer back when they had someone to help. Additional information received from the patient on july 19, 2019 reported that they were concerned that the had an infection but stated that their primary care physician (pcp) would not do a culture check to confirm. They reiterated that they still had pain and discomfort. The patient indicated that they had tried calling 3 healthcare professional¿s (hcp) that were provided but none were accepting new patients. They were provided with new listings. There were no further complications reported or anticipated.